Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total knee prosthesis, at the end of the procedure, on closing the wound incision, the thread broke in the middle of stitching. The surgeon used several blisters and ended up with using another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there was no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there was no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.